Event description:
Consumer reported complaint for error messages (e-3 and e-6). Walmart is calling on behalf of the customer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is (B)(6) 2022. The customer feels well and did not report any symptoms. Customer stated that he had to call the ambulance this morning because he was getting the errors on the meter and was not able to get a blood glucose result and was feeling lethargic and drowsy. Customer advised that when the ambulance came, his blood sugar level was 40 mg/dl fasting. The diagnosis was low blood glucose. Customer advised that he was given dextrose by the emt's and when they took his glucose after it went up to 150 mg/dl. Customer stated that after the emt's left, he ate a sandwich. Customer advised that the emt wanted him to go to the hospital, but he refused any additional medical intervention. Customer was advised to follow up with pcp.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting emt due to error messages and symptoms. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call 15-aug-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Manufacturer narrative:
Sections with additional information as of 04-may-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: empty vial of test strips was returned - unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Sections with additional information as of 26-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.